Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmologist reported that during corneal ring insertion surgery, microperforation of the cornea occurred with two patients. With the second patient, the surgeon reported there may have been an issue with the centration of the treatment, as well as a programming issue. The procedures were not completed. Per the surgeon, the laser did not cause or contribute to the event. Both patients will be rescheduled for the procedure once the cornea has healed. Additional information has been requested. There are two related reports being filed. This report addresses the second patient, and another manufacturer report will be filed for the first patient. .

Manufacturer narrative:
At the visit on site the field service engineer (fse) checked the equipment and found every parameter was ok. Cut is reviewed under a microscope and found it is within the range required by the service and installation record (sir). Fse checked energy and beam control check and found no problems. The equipment complies with the sir. The root cause was identified to be inappropriate user handling. The manufacturer internal reference number is: (B)(4).